Manufacturer narrative:
(B)(4). Conclusion: the service technician was not able to duplicate customer¿s reported problems. The ventilator was tested with a known good ac adapter and known good patient circuit connected. The ventilator passed a 128 hour extended test at the customer¿s settings. During the extended troubleshooting, the patient circuit was removed to test the alarms, and the ventilator alarmed ¿!!!pat. Circuit¿. The alarm was both audible and visual. The ventilator passed the initial final test and initial alarm volume test.

Event description:
The customer reported that the unit froze up while on patient. The unit was turned off and back on and resumed ventilation then froze up again. The customer also reported that the unit did not alarm for either event. There was no patient harm reported and patient was manually ventilated after the event.